Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the "cloth part of hose (inner sheath)" of a motor device was exposed. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown, but the reporter clarified that the event occurred in 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. Visual assessment revealed that there was a tear in the hose. The reported condition was confirmed. Evidence indicates this was due to mishandling. This is a pneumatic device and no electrical wires are present in this system. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).